Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30july2019.

Event description:
It was reported that the unit logged declared blower stalled, auxiliary alarm supply failed, 35v supply failed and backup alarm failed errors. There was no patient involvement.

Manufacturer narrative:
G4: 10oct2019, b4: 11oct2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the power management (pm) printed circuit board assembly (pcba) and provided the customer with version k of the service manual. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit logged declared blower stalled, auxiliary alarm supply failed, 35v supply failed and backup alarm failed errors. There was no patient involvement.